Manufacturer narrative:
PMA/510(k): s002 and s003. There was no ziv5-18-125-7 device of lot cf726401 in stock at the time of the investigation. A 1 x partial segment stent of unk lot was returned for eval. It was returned not in its original packaging and was open on receipt. It was confirmed that the delivery system would not be returned. On eval of the returned segment of stent, it was noted that the four rivets were present. Approx 1cm of the proximal end of stent was returned and the struts were fractured. It was confirmed that the delivery system was not being returned. No part of the stent was missing as the other part of the stent containing the other four rivets were visible in the images provided that remained in the pt. The images provided were reviewed by product development personnel and the customer complaint was confirmed; however, the cause of the complaint could not be determined as the stent fracturing was not visible. The customer complaint could be confirmed as the stent had fractured. As per the instructions for use, IFU states the following in step 2 "introduce the extra or ultra stiff wire guide (7.0 and 6.0 french (2.3 and 2.0mm) systems accept 0.035 inch (0.89mm) wire guide, 5.0 french (1.67mm) system accepts 0.018 inch (0.46mm) wire guide through the access catheter across the distal segment of the target lesion." Comments/feedback recd from the relevant engineer is as follows on the wire guide used: "the incorrect (smaller) size guide wire used would not have supported the delivery system sufficiently which would have resulted in the partial deployment of the stent." In this case it was confirmed that there were no adverse effects on the pt. Prior to distribution, all ziv5-18-125-7-80 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for ziv5-18-125-7-80 device of lot number cf726401 revealed no discrepancies related to this complaint issue. Health risk assessment was initiated for stent fracture and the risk is deemed to be low. Complaints of this nature will continue to be monitored to identify potential emerging trends. No corrective action is warranted at this time as there were no adverse effects on the pt.

Event description:
One zilver stent (complaint stent) was used for pta in the proximal site of the sfa (right or left unk). The lesion was severely calcified. Ipsilateral approach was made. Though the physician attempted to deploy the stent with using filtrap (manufactured by japan lifeline), approx 1cm of the stent end would not be deployed since the delivery system stuck after approx 7cm of the stent was deploy. Then, the physician pulled whole delivery system, which made the stent elongated. After that, elongated stent was caught on a tip of destination (terumo), resulting in stent fracture. Approx 7cm of the stent remained in the vessel and implanted with no problem, but approx 1 cm of the rest of the stent remained inside the outer sheath. The delivery system with 1cm segment inside was removed from the pt body. Balloon dilation was performed in the implanted stent segment to seal the fractured point. There has been no adverse effects to the pt.